Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as itchy, irritated, broken, and bleeding skin. It was reported the patient has psoriasis, eczema, and sensitive skin. There was no alleged device malfunction contributing to the irritation. The patient was prescribed nyscatin cream by the doctor and the medical outcome is unknown. Supplemental report 9/21/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as itchy, irritated, broken, and bleeding skin. It was reported the patient has psoriasis, eczema, and sensitive skin. There was no alleged device malfunction contributing to the irritation. The patient was prescribed nyscatin cream by the doctor and the medical outcome is unknown.